Event description:
In 2009, sybronendo received notification from a dentist that a k3 file had broken during use in the patient's canal.

Manufacturer narrative:
The dentist referred the patient to an endodontist to retrieve the broken file that same day. The endodontist reported that the dentist had perforated the canal during the root canal procedure and would not remove the broken file since the tooth cannot be saved. The patient has been referred to an oral surgeon to have the affected tooth extracted. The subject file involved in the reported incident was not returned to sybronendo for evaluation and no lot number was provided since the doctor did not save any of the file packaging; thus no evaluation will be performed.